Manufacturer narrative:
Conclusion: engineering testing and analysis of the returned (B)(4) cath lab kit was unable to replicate the product issues that were reported. Previous investigations have documented leakages can occur if the stopcock is slightly open or if there is a leak in another connecting device or line. The directions for use {dfu) of the device state that removal of air from the system is most efficiently achieved by orienting the device at a 45 degree angle and tapping smartly to release air bubbles from the walls of the manifold. This information has been communicated to the facility.

Event description:
Complaint rec'd reporting flow anomalies/trapped air bubbles in the tubing line and 3 port manifold of one (B)(4), cath lab kit. It was reported that at some unspecified time during the procedure. The problem was visually detected and addressed by attending clinicians. There were no reported adverse patient consequences. MFR's investigation: device return: one (1) used (B)(4), cath lab kit visual analysis of the "as received" cath lab kits components recorded the presence of residual blood on the exterior and interior of the tubing and on the luer connection. Air bubbles were also noted inside the tubing lines. A small deformation of the outer surface of the manifold was also observed. Engineering testing was performed. Fluid and air leak testing and flow test recorded no out of spec. Conditions. Additional testing of various clinical conditions and component settings were conducted in attempts to replicate air entrainment were performed. The results recorded no air bubbles, flow anomalies or leakages occurred. A review of the mfg. Lot database for the reported lot# 2572123 (mfg. Date 10/2012) shows (B)(4) units were manufactured., tested, inspected, and released.